Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was over filling the cartridge. Customer¿s blood glucose was 300 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.